Event description:
Ns 250 ml bag part of the kit was leaking. The nurse was unable to continue infusion. Bag was replaced and delivered by rph to the patient's house. Patient had a delay on the infusion time.